Event description:
Patient reported left side "breasts were sore, tender breasts" and is "scheduled to get imaging and testing for breast implant associated anaplastic large cell lymphoma (bia-alcl)." Patient also reported "chronic back and hip pain, pain in chest and arm, pelvic pain, inflammation in back, lumps under armpit, autoimmune issues, breathing became a struggle, never get a good inhale, felt I was not getting oxygen, depression, arthritis, headaches, rashes, skin puckering, fatigue, flu-like symptoms daily, bacteria in urine, uti, bladder infections, respiratory infections, ringing in my back, insomnia, asthma, gut issues, ringing ears, vision issue, memory loss, brain confusion, dry mouth, weight gain, sweats, food intolerance, sensitivity to smell, anxiety, loss of appetite, dental issues, stress, hair loss, bad breath, body odor, pain attacks." These events are not device related.

Manufacturer narrative:
In response to FDA report numbers mw5087267 and mw5087275. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "harder than normal, breast implants had grade 3 capsule contracture." Device has been explanted.